Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture on the right ventricular (rv) lead. High impedance was displayed. Electrograms (egm)s displayed noise on the rv lead. The rv lead was reprogrammed to unipolar. No patient complications have been reported as a result of this event.